Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and displaying a blue screen. Upon troubleshooting, fse performed the functional analysis and found a issues in hard disk. To resolve the issue, fse replaced three hard disks, the host pc and the ippc, reloaded the software in service mode, verified the operation, performed a backup, and conducted a test in user mode to check the image and functionality. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up and displayed a blue screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.